Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in pain, and the x ray showed the leads had perforated the myocardium. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.